Event description:
It was reported via repair work order that the power cord was not grounding due to broken ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.